Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. A 24x3.0mm taxus liberte stent delivery system (sds) was advanced but could not cross the unspecified target lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.